Event description:
During complex orophayngeal surgical procedure, the patient was inadvertently burned on the inside of his cheek due to an improper seated attachment of the extender onto the bovie unit. Metal was exposed in the connections causing the burn. The extender was difficult to fit onto the bovie.